Manufacturer narrative:
Depuy synthes mitek is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d4: (B)(4). D10 h3, h6: the device was sent to the supplier for evaluation. The supplier reports indicate: no signs of activation at the tip there is no residue in the suction tube there is no visible damage on the device electrical testing was performed and the return continuity, primary capacitance and hipot tests passed. The active continuity test failed. Functional testing was performed and the connection display, default values, available waveforms, minimum and maximum settings available tests passed. Before the activation test was performed further continuity tests were carried out to locate the break in active continuity: the activation test showed an no output for ablate and for coag. After a period of 1 minute of keeping the yellow foot pedal pressed, the device began to activate normally. This occurred on both ablate and coag modes. The active continuity across the crimp was rechecked. The device as presented showed no active continuity. The break in continuity was located across the electrical crimp. The activation test revealed there to be no output on either mode. However, after 1 minute of pressing the ablate pedal, the device functioned correctly on ablate and coag mode. A re-check of the active continuity across the crimp revealed it had changed. The supplier investigation were able to confirm the customer reported defect, the returned device was found to exhibit intermittent connection in continuity across the electrical crimp contained within the handle. A review of the supplier complaint records over the last 12 months to assess the frequency of this defect shows the frequency of occurrence is as anticipated in the risk analysis. The evidence seen is consistent with previous devices that have been investigated which has identified the components used in the process are not compatible for this method of joining. Relevant actions have been taken to address the issue. H3, h4, h6: a review of the device history record DHR review has been performed; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. Therefore, no containment or correction action related to the individual complaints is required. As detailed in the product control plan this product is 100% inspected for continuity as part of its product test regime therefore all reasonable containment is in place and additional process containment work is not considered necessary therefore no containment or correction action related to the individual complaints is required. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot null, device history batch null, device history review null device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received from the affiliate reported a 10 minute surgical delay and no consequences to the patient.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional information: event description.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the affiliate via email that during a knee arthroscopy radio frequency vapr premiere50 electrode was opened and it did not work. It was mentioned that it did neither coagulation nor ablation. The pedal was checked with out cable and it did not work. It turned off and turned on console and it did not work either. The pedal was connected with cable and it did not work either. The procedure was completed successfully with a new vapr product which worked perfectly.